Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within spec. No unexpected off no power alarms noted. All of the buttons responded properly, no button error alarms noted. However, slight moisture damage noted at keypad traces. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that customer was giving a bolus and got an off/no power alert on the insulin pump. Customer stated they cannot get the insulin pump to turn on. Customer stated that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.